Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Cts advised the caller to leave the wall adapter plugged into a known working outlet for at least 30 minutes; however, the pump did not begin charging. The caller tried a different charging cable and wall adapter, which resolved the issue, allowing the pump to charge. Cts informed the caller that using non-tandem charging supplies is not recommended unless instructed for troubleshooting. Cts arranged to send a replacement tandem wall adapter and charging cable to the caller via two-day shipping, resolving the issue with no further assistance needed.